Event description:
Consumer stated on (B)(6) 2022 that product was used on her daughter and caused an infection. Consumer sought medical attention and antibiotic treatment was prescribed. Consumer returned customer information request (cir) on (B)(6) 2022. Consumer stated that the issue was with the tape area. Topical and oral antibiotic treatment was required to prevent further infection. Consumer also informed that the symptoms did not correct after stopping using the product.

Manufacturer narrative:
As of (B)(6) 2022 returned product was submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.